Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 347 mg/dl. Reportedly, the cartridge was in use for 5 days. Technical support educated customer regarding cartridge/insulin labeling. The pump supplies were changed to address the issue.